Event description:
Patient reported pain and capsular contracture (baker grade unknown) on the right side. Patient stated that the breast is "very deformed". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Upon further information. Allergan has determined, that the event of capsular contracture, baker grade ii is not considered to be serious. This record is being un-reported.